Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm monopolar handle 33cm, it was noticed that there was damage to the distal tip of the device. Also noticed, were dings and scratches throughout the shaft. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 5mm monopolar handle 33cm, it was noticed that there was damage to the distal tip of the device. Also noticed, were dings and scratches throughout the shaft. The 5mm monopolar handle 33cm failed the insulation integrity test. The probable root cause/s could be normal wear, user mishandling or improper sterilization.the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.